Event description:
It was reported that during a vascular stenting procedure in the sfa prior to pt contact, while being loaded over the guide wire resistance was felt before the delivery system was inserted into the sheath and the stent was discovered to be partially deployed. The delivery system with the vascular stent was exchanged over the guide wire for a new vascular stent that was implanted successfully. There was no reported pt injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent. The deployment mechanism had not been used potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed. A premature stent release during preparation can be caused by increased friction between guide wire and guide lumen. In this case, it was reported that resistance was met. No damage to the device packaging was reported. The reported event also may be use-related as the delivery system can become damaged if not carefully handled, e. G. By rough handling during preparation which may lead to a deformed guide lumen. On the basis of the information available, a definite root cause for the reported event could not be determined.